Event description:
On 5/26/2026, sciton clinical received text messages from account rn seeking guidance with a patient's adverse outcome following a treatment. Sciton sales representative had sent an email with additional information to (B)(6) to which sciton clinical replied that they would be reaching out to account rn and would discuss the event with her directly. When sciton clinical spoke with account rn, she reported that the following a bbl treatment today in which she performed both a forever clear protocol followed by heroic base passes and pigment passes, the patient presented with intense erythema within a few minutes and obvious square marks. By the next day, the patient had several small blisters.

Manufacturer narrative:
On 5/26/2026, sciton clinical was notified of the adverse event. Patient treated was with bbl on (B)(6) 2026 with both forever clear and heroic face. The settings utilized were: forever clear: 420 filter 3 j, 150 ms, 10%, 15 degrees, 3 passes with the square forehead and cheeks 560 filter 12 j, 40 ms, shot, 15 degrees, 2 passes with 7 mm circle to areas of redness heroic face: 560 filter 12 j, 20 ms, 10%, 15 degrees, 3 passes to entire face to the point of redness and darkening of pigment 515 filter 12 j, 15 ms, shot mode 20 degrees, 1 pass stamping with the square. Following the treatment the patient was redder than expected and visible 15x15 mm square marks. The next day patient also had several small blisters to the central part of her face. Sciton clinical stressed the importance of cooling the skin and enforce a burn protocol for blisters and keep them moist while they are healing. Sciton clinical also stressed the importance of strict sun avoidance for the next several months. On 5/27/2026, sciton clinical was at the office with the providers and did their formal bbl heroic training and discussed sciton safe start settings. On (B)(6) 2026, account had reached out to sciton clinical to request a meeting with sciton clinical on (B)(6) 2026 to discuss this patient further and managing her moving forward. One week post treatment, the patient healed with visible hypopigmented squares along with some erythema in the area of resolved blisters. Patient started applying tacrolimus ointment and eucerin with thiamidol today. Sciton clinical also advised them that since a prescription has been provided to the patient that a clinical complaint report will need to be done and that sciton clinical will send her a message later that day to request more detailed information. Account did not respond to messages sent on (B)(6) 2026 at 2:28 pm. During the conversation earlier in the day on (B)(6) 2026 clinic rn stated that they wanted to perform a light moxi treatment on (B)(6) 2026 before the patient leaves for the summer. Sciton clinical asked them to send her photos and they were sent off to a kol for a second opinion which was to avoid further treatments at this time and for a few months until the skin has healed and is no longer changing. Sciton clinical forwarded this information to the account on (B)(6) 2026 and confirmed the zoom meeting for on (B)(6) 2026. On (B)(6) 2026 at 8:32 am, clinic rn texted and stated that she was cancelling the zoom meeting and she was seeking collaborative assistance from another provider close to their office. Sciton clinical messaged back acknowledging her message and again asked for additional information which she declined to send and stated they are all taken care of. Provider has stopped providing additional information at this point and cancelled the scheduled zoom meeting for on (B)(6) 2026. Sciton clinician's assessment: during the follow-up training, the system functioned properly. In sciton clinical opinion, the blisters occurred as a result of stacking too many passes and inappropriate settings that were not consistent with the prepopulated sciton safe start settings for heroic.